Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The representative found that the left footswitch switch was not working and the footswitch cable was worn. A footswitch exchange was requested. The root cause could not be identified. (B)(4).

Event description:
A nurse reported phacoemulsification could not be performed with the footswitch during a procedure. The surgery was completed the same day with no harm or injury to the patient. Additional information has been requested.